Manufacturer narrative:
Initial

Event description:
It was reported that the user received an ¿unable to proceed¿ error during fill tubing while attempting to deliver up to (B)(4) units using a teflon inset infusion set (23 inch, 6 mm) and the listed supplies; the cartridge was seated correctly, and the user resolved the issue by replacing all supplies and resuming delivery, with a prior kinked cannula noted as having affected blood glucose. Symptoms included elevated blood glucose associated with the prior kinked cannula. Outcomes included restoration of therapy after replacing the infusion set and related disposables, with no hospitalization. Investigation included troubleshooting and education by phone. Investigation of this case revealed an infusion set issue consistent with a kinked cannula and transient occlusion during fill tubing, with no evidence of a pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-interface and disposable-related occlusion during setup rather than a device malfunction.